Event description:
Patient had an endeavor sprint drug-eluting stent and a non-medtronic stent implanted in different portions of the lad. Following stent implantation, the patient suffered a spontaneous dissection and had to have emergency surgery. It is reported that the physician commented that the dissection was due to lack of elasticity in the artery. Patient is in a study for spontaneous dissections.

Manufacturer narrative:
Evaluation results and conclusion: dissection. Patient suffers from spontaneous vessel dissection. Device or procedural images not provided for review. (B)(4).